Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have been notified today that item 966242 lot s0202933 a/p & chamfer cutting block w/removable handle has nail like sharp objects potentially protruding from them. I believe the product arrived at the (B)(4) dc via (B)(4) USA and all 10 were found to be in this condition. The area team leader has isolated the product and removed 8 more that were in stock to the inventory cage awaiting further instruction.

Manufacturer narrative:
Product complaint # ==> (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Additional information received stated that the affected items were new and in packaging and were removed and isolated within the inventory cage. This would mean that for these particular items were not used in surgery.